Event description:
During a cyro pulmonary vein isolation a polarxfit catheter was selected for use. Twice trying to ablate with the polarxfit catheter but the temperature didn't drop on the screen. The second attempt the signals changed and the left superior pulmonary vein was isolated. Although the temperature dropped, it was not observed on the screen. It remained around +30 degrees celsius. Troubleshooting includes disconnected and connected the gas cable, and checking all connections. The gas flow rate was also normal, and the gas-tank was open. Exchanging the catheter of the same type resolved the problem. The procedure was completed without any patient complications. The device is expected to return for analysis.

Event description:
During a cyro pulmonary vein isolation a polarxfit catheter was selected for use. Twice trying to ablate with the polarxfit catheter but the temperature didn't drop on the screen. The second attempt the signals changed, and the left superior pulmonary vein was isolated. Although the temperature dropped, it was not observed on the screen. It remained around +30 degrees celsius. Troubleshooting includes disconnected and connected the gas cable and checking all connections. The gas flow rate was also normal, and the gas-tank was open. Exchanging the catheter of the same type resolved the problem. The procedure was completed without any patient complications. The device has been returned for analysis.

Manufacturer narrative:
The polarx device was visually inspected for any damage or defects that would have led to the temperature issues seen in the field. No visual damage or defects were observed. The complaint polarx was functionally tested in attempt to recreate the temperature issue observed in the field. The device was connected to the smartfreeze console and one 120 second ablation was attempted. The temperature was observed during this ablation attempt and found to fluctuate from at +26c to +27c. The device was then dissected to investigate the thermocouple wire for any damage or defects that would have led to the temperature remaining constant during the ablation cycle. The thermocouple tip was inspected and found to be missing a weld bead at the distal tip. The weld bead creates a juncture, connecting the wires which is where the temperature is read from. Without this weld bead, the temperature is being red from the nearest juncture which is back in the handle which is why a constant room temperature reading was observed during the ablation cycle. The complaint was confirmed through analysis.